Event description:
It was reported that there are many tubing sets that separated at the blue clamp when the package was opened or during priming. There was no patient involvement. The events occurred in many units including the inpatient unit and emergency room department.

Manufacturer narrative:
The device history record for model 2420-0007 ,lot 19123083 shows the set was manufactured on 12dec2019 with a total of 23,043 units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. A CAPA was opened to implement the containment and corrective actions of the issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there are many tubing sets that separated at the blue clamp when the package was opened or during priming. There was no patient involvement. The events occurred in many units including the inpatient unit and emergency room department.